Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer experienced high and low blood glucose. The customer¿s blood glucose levels were down to 30 mg/dl and up to 400 mg/dl. The customer also mentioned other blood glucose value such as 500 mg/dl. The customer was treated with insulin for high blood glucose level. The insulin pump will not be returned for analysis.